Event description:
This spontaneous case was received on (B)(6)2013 from a (B)(6) year old female pt. The pt had a medical history of cosmetic use. Concomitant medications included premarin. On (B)(6) 2012, the pt was administered with restylane (cross linked hyaluronic acid dermal filler) intradermally to the face for a cosmetic use. The batch number used was 11414 and expiration date was 10/2013. Sometime in (B)(6) 2012, the pt developed a "draining infection" at the site of injection. The pt states that at the time of this report, her face has depressions and the restylane "floats" around her face. The outcome of the event was recovering. No further info is available.

Manufacturer narrative:
Company comment: it was reported the pt received restylane. The lot number 11414 and expiration date 10/2013, are valid for restylane-l (cross linked hyaluronic acid dermal filler-lidocaine). For reference purposes only, this case has also been assigned the following tracking numbers: xce-63306-ae (medcomm solutions on behalf of (B)(4)). Pharmacovigilance comment: pb (B)(6) 2013. Infection, facial depressions, device dislocation assessed as serious and possibly related.